Event description:
It was reported that temperature was not displayed when connected, 50 percent of the time it was connected.

Manufacturer narrative:
The reported event is confirmed, cause unknown. Two temperature cables were returned without the original packaging. No damage to either cable was noted. Connections of the cord to the plug and socket were secure. The cables were labeled and tested separately. As the out of specification measurements confirmed to not be a cause of erratic display, the reported event will be confirmed cause unknown. The device was used for diagnostic purposes. As the reported event can potentially be supplier related or caused by the user and we are unable to determine the actual cause, the reported event will be confirmed cause unknown. A potential root cause for this failure is "wrong dimensions on competitors or our own connector" or "user damaged pins when inserting connector". A DHR review cannot be completed as the lot number is unknown . The instructions for use were found adequate and state the following: "for use with bard temperature-sensing products and accessories". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.